Manufacturer narrative:
Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The getinge field service engineer (fse) has confirmed that the customer has received and successfully installed a new safety disk. The iabp unit is functioning normally. The safety disk was returned to getinge's national repair center (nrc) from getinge's production department. Production verified the failure of the membrane differential test. The safety disk failed testing and will be retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The suspected faulty safety disk was returned to getinge's national repair center (nrc) for failure investigation. The nrc inspected the safety disk and no visual damage was observed. The safety disk was then installed into the cardiosave test fixture and tested to factory specifications per procedure. The nrc verified the reported issue and noted that the safety disk failed the membrane differential test. The safety disk failed testing and was sent to getinge's production department for further failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) has reported that a replacement safety disk was sent to the customer. The current status of the repair is unknown and attempts are being made to obtain additional information. A supplemental report will be submitted if this information is provided. Not returned to manufacturer.

Event description:
It was reported that when the customer installed a new safety disk, the cardiosave intra-aortic balloon pump (iabp) failed the safety disk leak test. The customer attempted to perform the safety disk leak test multiple times which failed. Subsequently, the customer replaced the old safety disk and observed that testing passed. This is a failure upon install of the safety disk. There was no patient involved and no adverse event reported.